Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motion sensor test failure alarm on the insulin pump. The customer had the device on when they were about to enter a magnetic resonance imaging machine. The customer took the device off when they realized they were still wearing it. The customer¿s blood glucose level was 112 mg/dl. Troubleshooting was performed. They were unable to rewind the insulin pump. The device kept alarming a motion sensor test failure. The device will be replaced and returned or analysis.

Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform self test, off no power test, unexpected restart error test, occlusion test, prime test, excessive no delivery test, displacement test due to motor error alarm. Pump passed idle current test and run current test. Unable to verify motion sensor test failure alarm due to motor error alarm. The insulin pump was received with minor scratched display window, cracked display window, cracked case at display window corners and cracked reservoir tube lip. (B)(4).